Event description:
After the insertion of the fiber through the flexible scope, when putting the machine on "ready", the aiming beam did not appear. It was not possible to see the aiming beam anymore through the optical fiber.

Manufacturer narrative:
The problem was not referable to a fiber sold in the USA. The fiber sold in the USA is single use, this malfunction is related to a reusable fiber. Damage probably due to mishandling during fiber insertion into the scope. The fiber damage was done before using the laser emission. One of the fiber integrity checks that must be performed by the doctor is the verification of the presence of the aiming bean, as stated in the device labeling.